Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since a pilot hole was placed in the patient's spine in a different position than desired with navigation involved, despite according to the surgeon (treating clinician): - the deviation of the pilot hole was detected by the surgeon with the navigation immediately after its creation, and it was corrected without navigation at the very same surgery, before placing its following spine screw. - the final outcome of the surgery was successful as intended, with all placements correct at the end of the surgery. - there was no direct (or increased) risk to harm a critical anatomical structure due to the deviating spine pilot hole. - there was no harm nor negative effect to the patient due to the deviation, also not due to surgery/anesthesia prolongation of ca. 30-45min. - there were further no remedial actions for the patient done, necessary or planned. Hospitalization was also not prolonged. H6: according to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the main root cause of the pilot hole in vertebra left t9, created with the aid of navigation, deviating significantly lateral from its intended position, is: - an insufficient distribution of surface matching points collected by the user on the vertebra bone surface to register the patient anatomy location to the navigation, not fully following brainlab instructions. Navigation data provided for this surgery show that the registration points collected were not sufficiently distributed in multiple planes of all dimensional directions on the bone of the selected vertebra t10, as possible and necessary - including for e.g. Also on the spinous process not distributed fully spatial including also different depths - but were collected in rather a linear fashion only. While the anatomy registration to navigation on t10 was apparently sufficiently accurate for the first placement in left t10, this caused the navigation to not find an as accurate match as desired in the region of interest at especially t9, between the preoperative image dataset and actual patient anatomy. A to a lesser extend contributing factor is: - a possible movement of the vertebra t9 due to a not sufficiently rigid connection in relation to the registered vertebra t10, where the navigation reference array was fixated to, especially changing its relative position from the pre-operative CT scan, acquired in supine position, at the surgery with the patient in prone position. This effect likely has increased the deviation of the registration match by the navigation affecting the t9 vertebra anatomy. Apparently, the resulting deviation between the anatomy locations of the registered pre-placement patient image scan displayed by the navigation, used to track instrument locations, and of the actual patient anatomy during the surgery was not recognized by the surgeon with the appropriate and necessary navigation accuracy verification of the registration and throughout the surgery, before and during the invasive spine instrumentation at the affected vertebra. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. H7: brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
An open surgery on the thoracic and lumbar spine for a posterior scoliosis correction of vertebrae t4 to l1, with intended placement of 18 spine screws bilateral, was performed with the aid of the brainlab spine & trauma navigation 3.0. After creating the pilot hole in vertebra left t9 with navigated instruments, the surgeon determined immediately after its creation with navigation, that the pilot hole deviated from its intended position significantly lateral. The deviating spine pilot hole was corrected without navigation at the very same surgery, before placing its following spine screw freehand. According to the surgeon (treating clinician): - the final outcome of the surgery was successful as intended, with all placements correct at the end of the surgery. - there was no direct (or increased) risk to harm a critical anatomical structure due to the deviating spine pilot hole. - there was no harm nor negative effect to the patient due to the deviation, also not due to surgery/anesthesia prolongation of ca. 30-45min. - there were further no remedial actions for the patient done, necessary or planned. Hospitalization was also not prolonged.